Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in a red blood cell (rbc) product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: evaluation of the corresponding procedure record and taps report indicated the first rbc product as 364 ml with 100 ml of additive solution and the second rbc product as 363 ml with 100 ml additive solution. Both rbc products could be labeled as leukoreduced with no product verification messages shown. Root cause: the analysis of the run data file did not find a conclusive cause for the higher-than- expected wbc content reported in rbc unit for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. The factors that cause failures include but are not limited to: imperfections in the filter due to manufacturing or handling. Inappropriate use (for example application of excessive pressure). Donor-specific wbc populations that are poorly removed. Inaccurate hematocrit entered resulting in saturation of filter with excessive wbcs. Improper loading of filter into the filter bracket.

Manufacturer narrative:
This report is being filed to provide additional information in h6 and h10 . Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.